Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-jul-2025, the user reported intermittent difficulty activating their ilet device with the wake button, sometimes requiring placement on the charger. The agent guided the user and their guardian through a firmware update. The guardian confirmed the button was functional after the update. Blood glucose (bg) was not affected, and no medical intervention was required.